Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3777-45, lot # unknown, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension; product ID 3550-29, lot # n164589, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type accessory. Analysis of the implantable neurostimulator (s/n (B)(4)) found the implant was functionally okay and had insignificant anomalies. Analysis of the extension (s/n (B)(4)) found the extension body had been cut through but there were no significant anomalies. Analysis of the extension (s/n (B)(4)) found the extensions proximal end connector wasn't completely seated into the other extension which went into the implant's #0-#7 connector port. Extension (s/n (B)(4)). Extension (s/n (B)(4)). (B)(4).

Event description:
A healthcare provider (hcp) reported on (B)(6) 2016 the consumer had a revision of the implantable neurostimulator (ins) site and leads due to discomfort, but there was no patient injury reported. It was noted at the time of explant the ins had reached normal battery depletion. Relevant medical history includes occipital neuralgia and headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.